Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-may-2018 with the following findings: a review of the black box showed unexplained power on reset events. No moisture/corrosion was observed in the battery compartment. No damage was found to battery compartment or returned battery cap. The returned battery cap fully attached to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during this time. The returned battery cap contact measurements were within specifications. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The allegation of intermittent power was unable to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.